Event description:
Additional information received notes that the rv lead was capped and replaced on (B)(6) 2025.

Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation and review of remote transmission, it was noted that the right ventricular (rv) lead exhibited noise oversensing, resulting in pacing inhibition and causing the patient discomfort. The physician reprogrammed the rv lead. On a later date, the rv lead was explanted and replaced. The patient remained in stable condition.